Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the vascular diagnostic procedure was completed by using another system. The remote service engineer (rse) confirmed that vertical stripes were present, preventing the image from being viewed. A philips field service engineer (fse) went onsite and identified an intermittent defect in the monitor. The fse exchanged the live monitor with the reference 1. After which, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the live monitor had artifacts and failed to display images properly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.